Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels reaching below 40 mg/dl to 400 mg/dl. Customer believed low bg levels were due to the pump settings needing to be adjusted. Tandem technical support recommended the customer discuss the reported issue with a health care professional. Customer addressed low bg levels with carbohydrates. At the time of the report, customer's bg level was 186 mg/dl.